Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
It was reported that the ventilator had a oxygen source pressure low alarm. There was no patient involvement. The service engineer (se) inspected the device. The se found no error code in the ventilator diagnostic logs. The se reinsert the oxygen line and the machine was back to normal. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.